Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission experiencing pacemaker syndrome. The patient noted fluttering and rapid heart rate. Upon review, the pacemaker exhibited far field r-wave oversensing and inappropriate auto mode switch episodes. The patient presented in clinic on (B)(6) 2019 and programming changes were made. The patient was stable.